Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03543. The pt received 2 scs leads with the same lot number. It was reported the pt was scheduled to undergo a lead revision due to lead migration. It was also reported the pt's scs ipg would possible be replaced due to the longevity of its implantation. There is no additional information at this time.